Event description:
It was reported that stent stuck in lesion and shaft break occurred. Vascular access was obtained via the femoral artery. The 28x4mm concentric, de novo, target lesion was located in a non-tortuous left anterior descending artery. Following predilitation, a 4x32mm promus element plus stent was advanced but significant resistance was encountered. The device was stuck in the lesion and several attempts were made to withdraw the stent or advance it to the lesion with no result. The device shaft fractured and a non-bsc device was used to pull it back. The system was removed as a whole. There was no serious injury,no adverse patient effects. Promus element plus,mr,ous 4.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The mid crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 322mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent stuck in lesion and shaft break occurred. Vascular access was obtained via the femoral artery. The 28x4mm concentric, de novo, target lesion was located in a non-tortuous left anterior descending artery. Following predilatation, a 4x32mm promus element plus stent was advanced but significant resistance was encountered. The device was stuck in the lesion and several attempts were made to withdraw the stent or advance it to the lesion with no result. The device shaft fractured and a non-bsc device was used to pull it back. The system was removed as a whole. There was no serious injury,no adverse patient effects.